Event description:
It was reported that no disposable displays. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Twelve samples were received for evaluation. Samples were received without original packaging, decontaminated and inside in a plastic bag. The samples didn't present any damages, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Samples were received without blue clip and without white cap. The sample was tested to measure the height of the pump tube arch and determine if is under or out of specification. Eleven out of twelve were out of specification; however, the samples were received in used which can affect tube height. The sample was connected to a pump and a balance mettler to look for unusual function. Eleven samples were fully priming and connected without difficultly, one failed. However, the sample was used and that could affect the cassette delivery. During functional testing, the samples were filled with water; the sample was connected to the pump to look for unusual function. No alarms were activated. Complaint is not confirmed. No root cause was determined and no actions were taken.